Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A stapler log review revealed the following: the first sureform 60 stapler instrument (part #480460-09, lot #k15240815-0066 used was installed on the system 5 times and fired 5 reloads (3 white, 1 black, 1 white, in that order). On each install, all clamp attempts were successful, and the firings were completed. The instrument was then removed and not used in the procedure again. The second sureform 60 stapler instrument (part #480460-12, lot #k13240815-0588), was installed on the system 3 times and fired 3 white sureform 60 reloads. On each install, the first clamp was successful, and the firings were each completed with no pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs. Section d10 concomitant products: three white sureform 60 reloads (part #48360w).

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the staple line where a white sureform 60 reload was fired with a sureform 60 stapler instrument, was observed to be incomplete, causing bleeding. The surgeon explained that after every successful fire on stomach tissue with white sureform 60 reloads, the staple line bled at the apex. No error messages or complications occurred during the firing sequence. A new sureform 60 stapler instrument was opened and the issue of bleeding at the apex of the staple line continued. The staple lines looked complete, no malformed staples were produced. A vessel sealer extend (vse) instrument was used to cauterize the bleeding at the apex of each staple line. No buttress material was used. The area of bleeding was noted to be "brisker" than expected oozing from a staple line and required intervention. The estimated blood loss was minimal. The procedure was completed robotically. The patient is recovering well.